Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared a battery depletion (bd) code, indicative of premature battery depletion. The s-ICD was emitting tones due to the declaration of the bd code. Review of device data by boston scientific technical services confirmed elective replacement indicator was declared abruptly due to an abrupt battery voltage drop. A long telemetry session was noted (12 hours long) which coincided with the battery voltage drops, however this cannot be confirmed at this time. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared a battery depletion (bd) code, indicative of premature battery depletion. The s-ICD was emitting tones due to the declaration of the bd code. Review of device data by boston scientific technical services confirmed elective replacement indicator was declared abruptly due to an abrupt battery voltage drop. A long telemetry session was noted (12 hours long) which coincided with the battery voltage drops; however, this cannot be confirmed at this time. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. Prior to explant, the patient was noted to have received an inappropriate shock from this s-ICD system due to oversensing of sense b node noise. No additional adverse patient effects were reported.

Manufacturer narrative:
This explanted s-ICD system is expected to be returned back to boston scientific for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the device case and header did not reveal any abnormalities. A diagnostic download was performed and a battery depletion (bd) code and elective replacement indicator (eri) was tripped on (B)(6) 2025. Analysis of the battery voltages recorded in the memory noted the voltage dropped to 8.90 volts (v) on (B)(6) 2025, then recovered to 9.29v on (B)(6) 2025. The firmware log noted a telemetry session that began on (B)(6) 2025 and lasted for 47,836 seconds (797.2 minutes, 13.3 hours). This will cause a temporary drop in battery voltage and the bd error noted. The battery voltage was steady at about 9.29v since it recovered. The episodes in the s-ICD memory were reviewed. There were two untreated episodes: both in primary sense configuration. Both displayed sense b noise characteristics, wandering baseline, rail to rail noise, and high frequency artifacts were noted. The device was then put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of shocking, pacing, sensing, and recording functions of the device commensurate with battery voltage. Although the s-ICD operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared a battery depletion (bd) code, indicative of premature battery depletion. The s-ICD was emitting tones due to the declaration of the bd code. Review of device data by boston scientific technical services confirmed elective replacement indicator was declared abruptly due to an abrupt battery voltage drop. A long telemetry session was noted (12 hours long) which coincided with the battery voltage drops, however this cannot be confirmed at this time. Device replacement was recommended. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted and replaced. Prior to explant, the patient was noted to have received an inappropriate shock from this s-ICD system due to oversensing of sense b node noise. No additional adverse patient effects were reported.